Event description:
This senior medical surveillance specialist spoke with the reporter/layperson (patient's daughter) regarding the 2009, complaint. The reporter alleged that the patient was unable to test for one week because her one touch ultra2 meter continued to prompt apply sample after the blood had been applied to the test strip. The patient's daily regime is metformin, oral diabetes medication. The patient continued taking her medication when not testing. At 11:00 pm two days prior, the reporter found the patient "incoherent with a dry mouth." The reporter gave the patient a banana and orange soda. Reportedly, she felt better after consuming the food and drink. The complaint is reported due to the reporter's allegation that because she was unable to test her mother for one week, she could not manage her blood glucose to prevent it from increasing and decreasing, resulting in the alleged event. Customer service replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.